Event description:
This is a report of a product malfunction occurring in (B)(6) for a device which is permitted for use within the USA. It is clinically reported that a unit of a unicondyle knee prosthesis had developed a rupture of the metal back of the implant about three yrs post initial implantation. Unit required a revision surgery on (B)(6) 2011, and was reported as replaced with a device not of tornier MFR. No adverse pt impact is reported. Device return for eval has been requested. Additional clinical info has been requested. Initial implant date has not been reported/identified. (B)(4).